Event description:
During an lavh procedure, the shim detached from the seal open forceps and fell into the pt. The shim was recovered with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The shim, which was returned with device, was detached from the bottom jaw. Conclusion: bond failure.